Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery. A 2.25x16mm promus element plus stent was used to treat the lesion. The device was set during preparation and a stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified distal stent damage. Stent struts were damaged on rows 4 to 6. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery. A 2.25x16mm promus element¿ plus stent was used to treat the lesion. The device was set during preparation and a stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.